Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling palpitations. The patient's device was interrogated and the right ventricular (rv) lead had oversensing, loss of capture, decreased impedance and possible microdislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.